Event description:
An occlusion alarm was reported by the customer, and their blood glucose level exceeded 500 mg/dl, reading as "high." In response to the issue, the customer changed the infusion site, drank water, and administered a bolus via the pump. The customer also changed the infusion set and cartridge before resuming insulin, resolving the ongoing occlusions. Reportedly, a replacement pump was sent to the customer. Reportedly, the customer use pump supplies over 72 hours with mobi pump which is considered off label use.